Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the select, down, and up keypad buttons. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump was received with blue tinted back light. Plus the select keypad button did not work. No unexpected pump error 68s or unexpected restarts occurred during testing. Unable to perform the self test and unable to obtain the software version due to the keypad anomaly. Thump software was utilized and uploaded trace/history files properly. The adapt tool does not list any pump error 68s whatsoever. The case was cut open. There are signs of previous moisture presence in/around the following: pcba1--da1, da2, back of the lcd screen along the edges; bottom of the motor sleeve. In summary, the customer¿s report of pump error 68s was not confirmed during testing. The display and keypad anomalies are due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced alarm-a361-pump error 68 (trace pointers are invalid). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving a pump error. Customer was not able to clear the error. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1886 was requested and customer response was the device will be returned.